Manufacturer narrative:
Additional information: g3, h3, h6. The results of the investigation of this complaint did not change the harm identified during intake.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On 9/26/2023, it was reported by a facility representative via email that ar-2922bc biocomposite pushlock and an ar-1923bc biocomposite pushlock anchors pulled out. This was discovered during a procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.